Event description:
It was reported a revision surgery was performed due to likely infection to swap out the poly.

Manufacturer narrative:
Please review attached for the investigation results. (B)(4).